Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal setup joint (suj) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. A known good fiber was installed but the issue persisted so the axis controller setup (acu) printed circuit assembly (pca) was swapped for a known good one and the issue was resolved. The acu pca was confirmed to be the source of the error. The probable root cause is due to an issue with the acu board within the proximal suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse swapped universal surgical manipulator (usm) and proximal setup joint (suj) and the error remained on arm 2. The fse swapped tap fiber cables between arm 3 and 2. The error was now showing on arm 3. The fse placed those cables back to original configuration and was swapping the proximal suj between arm 2 and 3. The fse replaced the proximal suj to resolve the issue. The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report the system had faulted with errors on arm 2. Tse verified error 319 was presented in the logs. The caller performed hard power cycle, emergency power off and restarted. The error was presented again. The caller was able to disable the arm and recover the error. Caller will be speaking with the surgeon to see how they will proceed. The customer called back and stated they were now experiencing non-recoverable faults on the system. Tse viewed logs and noted 40084 errors along with 319 errors on arm 2. Tse had the site hard reboot the system and disable arm 2. The caller did not believe that the surgeon would be using the system in its current state. It is not known how the procedure was completed. No reported known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the surgeon performed two robotics procedures that took place on (B)(6) 2025. The first procedure starting at 09:30 and the second at 12:30. Ports were placed prior to the identification of the robotic system issue. When the malfunction occurred, the team contacted isi clinical sales representative and attempted a full system reset in the middle of the case, but one of the robotic arms continued not to function. Another full reset was attempted between cases, but the problem persisted. To resolve the issue and continue the procedure, the surgery was completed on the defective da vinci robot by using only 3 of the 4 robotic arms, as one arm was disabled/discontinued due to the malfunction. The fourth port was supplemented with a traditional laparoscopic tool to compensate for the non-functioning robotic arm. The procedure was not converted to another da vinci system or to open surgery, and no ports were changed or increased in size. The patient tolerated the use of a traditional laparoscopic tool well, and there was no injury to the patient. Patient demographics were not provided.